Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a trial system on (B)(6) 2011. It was reported that the patient was experiencing a new pain in her left foot and ankle that could not be overcome with medication. The physician decided to remove the lead. An MRI was done and was negative for any abnormal findings. The physician believed that the event was not device related, but procedural related. The patient was released from the hospital. No other patient complications were reported.